Manufacturer narrative:
(B)(4). Batch # n90t5g. The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a rectum procedure, the handpiece was defected. No error message appeared on the generator, the user changed the handpiece and keep the same disposable and everything worked fine afterwards. No patient consequences declared.